Event description:
The reporter did back to back(rapid succession) blood glucose tests. Reporter's reported results were 98, 126 and 120 mg/dl. Reporter did not have any symptoms. A reporter never cleaned the meter. No harm was alleged. Follow-up attempts to contact the reporter for further info have not been successful.